Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) reported that the cause of stopped feeling stim was not determined. The patient adjusted his settings and the device was now working well. It was indicated that the reported of not feeling stim has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was on program 1 at 1.7v but it showed stim was off and they could not increase stim. It was reviewed that they could not increase stim because stim was off. During the call, they were instructed to turn stim down, turn the stim on and patient could increase stim to 1.6v. It was indicated that patient was on trip and slipped and fell on the ice. On the same day, it was further reported that patient stopped feeling stim. They confirmed over the phone the therapy was still on.